Event description:
It was reported the xenon light source experienced error code 207. The issue was found during a diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a minor corrections required. Updated fields: d9, h2, h3, h4, h6 and h11. Corrected fields: d4 - unique device identifier (UDI) #, d4 - unique device identifier (UDI) #1. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the device has faulty switch devices. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the power button won¿t stay, they were also given an error n207 used same device had to hold finger on the power button was due to faulty switches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.